Event description:
It was reported that the tip of the guide-wire broke free from the device while in the joint. Contact reported that it had fragmented as a result of contact with other instrumentation in use at the time. Situation resulted in a short delay to remove fragments and flush the joint. No pt injury was reported as a reslt of this situation. If this were to recur it may result in metal fragments being left in the joint.